Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset. (B)(4)

Event description:
It was reported that the patient's implantable pulse generator (ipg) experienced an electrical reset. The clinician made plans to have the patient come to the clinic for a device check, and to clear the reset. The device remains in use. No patient complications have been reported as a result of this event.